Event description:
It was reported that the zimmer air dermatome pulled and tore the skin graft. Additional clinical follow up with the hospital indicated that this dermatome was used on two separate patients and both had donor site graft harvests that were shredded and not the normal smooth, squared shape. There was no known info to indicate whether there was any additional graft harvest required or additional surgical intervention. Medwatch # 1526350-2012-00048 relates to this medwatch report.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 5 years old and this is the first time in for repair. A device history records review was performed for the dermatome blade, part number 00-8800-000-10, lot 61941332. (B)(4) of this product were inspected and received into inventory on 11/30/2011. There were no related non-conformances. The inspection found that all thickness lever settings to be out of specifications left to right, and out of specifications low. The motor speed could not be measured due to running erratically. The likely cause of the reported complaint was an out of calibration device, with a failing motor, all due to a lack of preventative maintenance. A review of salvaged parts showed corrosion to the outer motor housing. It is likely moisture has penetrated the inner motor, which would eventually cause the electric motor to fail. This device was out of calibration, causing the control bar to not align correctly to the desired depth setting. This can cause inconsistent cutting results. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2007. The zimmer electric dermatome should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.